Event description:
It was reported that during a starr procedure, bleedings out of staple line, misformed staples, sutured by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.